Manufacturer narrative:
Product ID 3587a lot# l85758, implanted: 2000 (B)(6), product type lead product ID 74001 lot# n229816, implanted: 2009 (B)(6), product type adapter product ID 7495-51 lot# serial# (B)(4), implanted: 2000 (B)(6), product type extension product ID 37752 lot# serial# (B)(4), product type recharger product ID 37743 lot# serial# (B)(4), product type programmer, patient product ID 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was scheduled for surgery on (B)(6) 2013. Additional information received reported that the patient had not used the patient programmer for a while because his stimulation was not good due to the high impedances. Additional information received reported that the patient had the lead removed and replaced. It was noted that the patient was doing ¿well now.¿

Event description:
Additional information received reported that the patient received assistance from his doctor or manufacturer representative and his concerns were resolved. It was noted that the patient had an appointment on (B)(6) 2013.

Event description:
Additional information received reported that the patient had a lead revision on (B)(6) 2013. It was further noted that the patient was not getting coverage like he previously did. It was noted by the patient that he was informed that it could be due to the lead replacement and it was too soon after surgery. The reporter stated that he was told that things need to ¿scar into position.¿ additional information reported that the battery concerns have been resolved and that the patient was no longer having any recharging issues.

Manufacturer narrative:
Product ID: 3587a25, lot# n266242, product type: lead. (B)(4).

Event description:
It was reported that the patient had a lead fracture. A revision was planned for 2013 (B)(6) but was rescheduled due to unrelated medical issues. It was noted that the revision was rescheduled to take place 2013 (B)(6). It was noted that a manufacturer's representative interrogated the device and high impedances were observed, which resulted in the scheduling of the surgery. It was further noted that the battery was discharged on 2013 (B)(6). It was noted that the patient had to charge more than expected. It was noted that the implantable neurostimulator (ins) would have a 3/4 charge in the morning after being completely charged the night before with stimulation off. It was further noted that the device could not be confirmed off. It was noted that the patient had not had any overdischarges. Additional information has been requested, but was not available as of the date of this report.